Manufacturer narrative:
Correction-d9 - date returned to mfg-5/2/2024. One device was returned for evaluation. Visual inspection does not show any signs of physical damage. Product was functional tested and failed to meet specifications. Additional visual evaluation completed by dis-assembly of the two halves of the transducer housings internal assembly of the transducer, it was found to have incomplete solder application (cold solder joint) on one of the input impedance connections to the pc board allowing intermittent connection. The reported problem of pressure value is not displayed was replicated. Manufacturing assembly process for solder application caused the reported problem. Quality alert being issued to manufacturing department for awareness to reported problem. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
E1 - (B)(6). Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after zeroing, the pressure value is not displayed when pressed. The pressure value is zero. The event occurred during set up. There was no patient involvement and no harm/adverse event reported.